Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, the reported issue of dark image and the lamp turning off was confirmed. There was no abnormality in the appearance. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the visera elite ii xenon light source image became too dark and blacked out. In addition, the lamp was off. The event occurred during a chest procedure and a similar device was used to complete the operation. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. No abnormalities were found in the operation or logs of the equipment in question, hence, it was believed that the equipment itself is not at fault. However, the possibility cannot be ruled out that the phenomenon may have been caused by the slightly low amount of heat compound applied to the lamp, which may have affected its heat dissipation performance. The logs for one month before and after the occurrence of the phenomenon were checked and it was confirmed that no traces of the error remained. The operation of the equipment was also checked, and no abnormality was found. The amount of heat compound applied appeared to be slightly low when the lamps were checked. Olympus will continue to monitor field performance for this device.